Manufacturer narrative:
Two tls2 35c marked as lot number 911006 with s/n (B)(4) and lot number 008008 with s/n (B)(4) were returned, decontaminated and investigated. The devices were evaluated for electrical functional requirements. The workmanship of the returned devices was found to be in satisfactory condition, with no cosmetic abnormalities observed. The device with lot number 008008 functioned as intended upon being plugged into a test power supply. The proper tones were emitted from the power supply when squeezing the thumb trigger and depressing the finger button to both the variable and hi positions. A closer analysis of the distal end found that the left jaw boot was torn and the heat spreader was bent inwards. The boots were found to be in good order except, the torn boot with a bent heat spreader is consistent with the device being inserted into a cannula with the jaws not being fully closed. The tip of the boots will encounter the cannula/cannula body transitions, creating premature damage to the boots and heat spreaders. The device with lot number 911006 did not function as intended upon being plugged into a test power supply, confirming the complaint. The proper tones were not emitted from the power supply when squeezing the thumb trigger and depressing the finger button to both the variable and hi positions. The device handle was opened and it was observed that the solder joint between the flex circuit and the outer tube contact was broken, causing an open circuit, preventing the instrument from activating. The no current to the tip (no activation) is consistent with an open circuit due to a cold solder joint. Manufacturing will be made aware of this issue. Other remarks: tls2 35c: lot number 911006, mfg date 12/23/2009. Tls2 35c: lot number 008008, mfg date 08/25/2010.

Event description:
One device had a switch problem, no current was getting to the tip. One device the insulation has fallen off. No pt information was provided.